Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A visual examination identified a balloon longitudinal tear. The tear was located at the proximal edge of the proximal markerband and it extended distally along the balloon for a total approximate length of 14mm. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. An examination of the markerbands identified no issues. A visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel of the forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, upon inflation the balloon would not inflate. The device was removed from the sheath and a pinhole was then found on the balloon part. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel of the forearm. A 6.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. However, upon inflation the balloon would not inflate. The device was removed from the sheath and a pinhole was then found on the balloon part. The procedure was completed with another of the same device. There were no patient complications reported.